Event description:
In 2008, the sales representative reported that during a posterior cervical procedure, the surgeon was implanting a screw when all three prongs on the driver sheared off. The prongs were in the screw and the surgeon explanted the screw with prongs still in the screw head, without any difficulty. This did cause a 20 minute delay.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Device manufacture date is unknown. Evaluation is pending upon the return of the product.